Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer reported that during a procedure for dilation of pulmonary branch through an olympus endoscope using no wire the icast stent did not deploy due to a leaking balloon.

Manufacturer narrative:
Additional information: b5, e1: initial reporter,event site email.

Event description:
The stent was removed and new device was used to complete the procedure. There was no harm reported.

Manufacturer narrative:
Updated fields: h6. Corrected fields: d4: UDI. Customer reported that the icast stent didn't deploy due to a leaking balloon. The returned device was inspected and tested to evaluate the reported leak concern. Visual inspection confirmed the device was in excellent condition, with no fluid staining or evidence of prior use, including no contrast media within the balloon or catheter shaft. Functional testing was performed per the instructions for use. A 20 cc syringe was connected to the inflation port, and a vacuum was applied; no air ingress was observed, indicating no system leak. The device was then inflated to the nominal pressure of 8 atm and subsequently to the rated burst pressure of 12 atm. The balloon and stent deployed as expected, maintained pressure, and exhibited no leaks. Based on inspection and testing, the device was found to be fully functional, and no device deficiency was identified. A review of the device history records shows that there were no non-conformances noted and the product met all quality and performance requirements. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A recurring lot number query was conducted for ln 518001 and there have been no other complaints associated with the production lot of finished goods. A historical review of CAPA, ncrs and complaints was completed, which did not identify any issues directly related to this complaint. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Procedural questions submitted to the complainant were not answered. Based on available information, it is possible the inflation syringe was inadvertently connected to the guidewire luer port instead of the inflation port, particularly given that a guidewire was reportedly not used. If so, inflation media would have passed through the catheter rather than inflating the balloon, potentially leading the user to perceive the device as leaking. As the device was found to be defect free and not leaking the complaint has not been confirmed and the root cause is likely related to user error.

Event description:
N/a.